Event description:
It was reported by the patient's daughter that the pacemaker is going off quick. The patient believes it is due to the battery. Follow-up was conducted with the clinic for additional information; however was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.